Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the procedure was completed successfully after replacing the microcatheter. There are no future plans to retrieve the catheter tip. The anatomical location of the apollo tip is in the m3. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an apollo catheter prematurely detached. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for avm. The patient¿s vessel tortuosity was moderate. The access vessel was the femoral artery (diameter 10 mm). The patient had an arteriovenous malformation (avm). The guide catheter and intermediate catheter were in place. The apollo microcatheter was delivered in place via the synchro-10 micro-guidewire. After manual angiography, the position was not ideal. The microcatheter was withdrawn and the position of the tip end development mark did not change. The microcatheter was taken out of the body and found to be abnormal. The tip end had been automatically detached. There was no friction or difficulty during injection. The tip of the catheter remained in the body. There was no force applied during removal. The catheter tip was not entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the apollo microcatheter was returned for analysis inside a biohazard plastic bag, and a shipping box. ¿ damage location details: the 3.0cm detachable tip was missing and not returned with the apollo microcatheter. The catheter body appeared to be kinked at 16.2cm from the proximal end of the catheter hub. No irregularities were found with the apollo hub. No other anomalies were observed. ¿ testing/analysis: the apollo usable length was measured at ~164.0cm (specifications: 165.0cm ± 2.5cm). The ldpe coupling tube overlap length was measured to be ~1.30mm, which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed with water and found patent. No other anomalies were observed. ¿ conclusion: based on the device analysis and reported information, the customer complaint was confirmed as the distal detachable tip was found to be detached from the catheter. Additionally, the catheter was found to be kinked. The tip premature detachment can also be caused by the detached joint ldpe overlap length being too short. However, the detach joint ldpe overlap length was measured to be within specifications. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.